Manufacturer narrative:
There was no button error alarm during testing. However, the unit had no button response due to moisture damage on the keypad traces. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm that could not be cleared. Customer was working out in a weight room when the alarm occurred. The customer's blood glucose level was 191 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.